Event description:
During product evaluation, a large volume intermate was found to have a broken luer post. There was no patient involvement; therefore there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). The exact event date if unknown. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: visual examination of the device noted a broken luer post. The cause of the broken luer post was determined to be stress from the shrink-wrapped packing configuration. The packing configuration was changed after this device was manufactured.